Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
It was reported that a system error (se) 2240 alarm, occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that he was not sure the patient line was completely primed. Proper procedures per the user manual were reviewed with the hp and hp would start over with new supplies.